Manufacturer narrative:
The ge healthcare service representative replaced the suction regulator and the unit was returned to service.

Event description:
The ge healthcare service representative reported the unit did not pass the suction test, it was not providing an adequate amount of suction. There was no report of patient involvement.